Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause was not determined. Both the lead and ins were replaced on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was unable to feel stimulation. The patient could feel the anchor where she was unable to feel it before. An impedance test was run and electrodes 8, 10, 13, and 14 were open. The rep programmed around the affected electrodes. Surgical intervention was planned. No further complications were reported.